Event description:
Customer's father reported via phone call that customer had a blank display screen. It was also reported that insulin pump received a no delivery alarm and was cracked at corner of screen display. Customer's blood glucose was unknown. During troubleshooting, blank screen was resolved. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No unexpected excessive no delivery alarms, blank display anomalies, display anomalies, shutting down anomalies or dying anomalies noted during our testing. The operating currents were in specification. However, the insulin pump was received with a slightly stripped battery cap coin slot, cracked case at the lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.